Manufacturer narrative:
Lot 15332147: UDI (B)(4). Concomitant medical products: patient medications: colace, ferrous sulfate, zyloprim, eskalith, toprol, and aspirin.

Event description:
On (B)(6) 2017, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure and the aneurysm was excluded. It was reported that a computed tomography dated (B)(6) 2017 was taken. Patient had tortuous anatomy and the physician wanted to extend the graft closer to the renal arteries to prevent a potential problem. No endoleak was noted. The physician decided that the graft appeared to have room for an aortic extender endoprosthesis. There was a reintervention on (B)(6) 2017. The physician implanted a pla260300/14874938 to extend proximal to the level of the renal arteries. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications the gore® excluder® aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.